Event description:
Reporter alleged obtaining a reading on the blood glucose monitoring device prior to dosing the test strip with blood. Reporter stated the result was 134 mg/dl at 5:28 am and did not retest because he did not trust the device. Reporter did indicate the nose cover was attached at the time of the alleged indicent and there was no treatment as aresult of the alleged event. A request was made for the return of he suspect device and replacement product was sent.